Event description:
While wearing the external equipment, the pt reportedly experienced sound perception problems and a lack of progress. In october, 2006, the pt was seen by a co rep for device eval. Testing performed confirmed the device was not functioning.